Event description:
It was reported that during an implant attempt, there was a screw missing from the implantable pulse generator (ipg) therefore it was impossible to screw in the lead and connect it to the ipg. The lead remains in use and another ipg was placed. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an implant attempt, it was impossible to connect the lead to the implantable pulse generator (ipg). The lead remains in use and another ipg was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.